Manufacturer narrative:
The system controller was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt complained of chest pain, dizziness, and feeling as if he was going to pass out. The system controller history was unable to be retrieved. The system controller was exchanged and the incident was resolved.